Manufacturer narrative:
(B)(4). Eval summary: the analysis results found that the device was returned in good visual condition. The device was tested with a generator and the switch assembly was completely non-functional. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history record were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported that prior to an unk procedure, there was an error code 7- handswitch (with other device of same product code, no error code). A new device was used to complete the procedure. Pt consequence is unk. No further info is available.